Event description:
A customer reported that an ophthalmic console exhibited an issue (not specified) during the surgery. The patient experienced hypotony and choroidal detachment event after infusion set up to sixty. Current outcome of the patient condition was unknown. Additional information has been requested but is not available at the time of this report. Additional information received that reported that the symptoms of the events was resolving. The patient did not receive any medical intervention and hospitalization.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.